Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months and twenty days later, an attempt was made to retrieve both the filters. The right inferior vena cava venogram demonstrated normal with indwelling retrievable inferior vena cava filter just below the confluence of the renal veins. The left inferior vena cava venogram demonstrated normal left-sided patent inferior vena cava with retrievable inferior vena cava filter, high within the left-sided inferior vena cava. There was a confluence of left renal vein at the apex of the filter. Using real-time ultrasound, a right internal jugular vein puncture was performed, followed by placement of a 5-french sheath. A coaxial 8 french ansell sheath was then placed. Tabs were made to access the retrieval hook on the left inferior vena cava filter. These were unsuccessful. The foot appeared to be embedded within the superior margin of the lower branch of the left renal vein. The stent was pulled back and re-advanced into the right-sided inferior vena cava. The right-sided inferior vena cava filter was then ultimately removed from the body. At this point, a 16 french dry seal sheath was placed into the inferior vena cava. A coaxial 9 french steerable sheath was then used to access the left renal vein. A pigtail catheter was advanced into left renal vein to access the filter just below the heart. Manipulations undertaken to hook away from the wall, to retrieve the filter. Repeated attempts at filter removal were unsuccessful. A wire was then advanced into the left renal vein and a 10 mm balloon was then inflated to low atmospheres underneath the filter. Attempts were made to manipulate the filter to medialize the retrieval hook and make it accessible for retrieval. However, repeated attempts at filter removal in conjunction with the steerable guide were unsuccessful. Further attempts at filter removal were abandoned, given prolonged fluoroscopy time and lack of success. Therefore, the investigation is confirmed for alleged retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 05/2015), g4 h11: e1, h6(result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with left lower extremity deep vein thrombosis and in conjunction before orthopedic procedure. Approximately two months and twenty days post filter deployment, it was alleged that the device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with left lower extremity deep vein thrombosis and in conjunction before orthopedic procedure. Approximately two months and twenty days post filter deployment, it was alleged that the filter was unable to retrieve. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.